Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized (B)(6) 2013 for a low blood glucose level of 59 mg/dl. The customer stated that they had received no delivery alarms and lost sensor alerts. The customer passed out and had paramedics take her to the emergency room. The customer stated that the transmitter was not connecting to the pump because the wrong identification was programmed in the transmitter. The customer also experienced high blood glucose of 423 mg/dl. The customer was assisted with assisted with trouble shooting and found that the customer was bent. The customer stated that they will call back to trouble shoot the insulin pump. No further information was provided.